Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient didn't know if her device was working because sometimes she could feel stimulation and sometimes she couldn't. It was further reported that the patient was not able to see her healthcare provider for assistance. Twelve days later, it was reported that there was a loss of therapeutic effect. Symptoms included acute pain in the patient's lower back. The reporter stated that this had been going on for three to four months. It was reported that the patient was also experiencing numbness in her legs. The reporter stated that the patient couldn't walk unless she got up and walked around. It was unclear what this referred to. It was reported that the patient "couldn't really feel any stimulation" unless she pushed herself and then she could feel it sometimes. It was unclear what this meant. It was reported that the patient tried to make an adjustment to the device with her patient programmer but was unable to get the programmer to work. The patient had an appointment scheduled with her healthcare provider on (B)(6) 2013. It was further reported that the patient wanted help to check the device. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID 3708120 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID 3778-45 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead. (B)(4).

Event description:
Additional information stated, the patient ¿did not have concerns with their device or therapy.¿ it was further stated, the patient had ¿received assistance from their doctor or manufacturer representative and their concerns were resolved¿ on (B)(6) 2013.

Manufacturer narrative:
(B)(4).